Manufacturer narrative:
H10: it was determined that the central processing unit (cpu) printed circuit board assembly (pcba) required a replacement. The field service engineer (fse) replaced the cpu pcba to resolve the issue. The fse replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) pcba was returned to the product investigation lab (pil). The cpu pcba was tested, and the failure was not duplicated. The cpu pcba was operating as expected. The pil technician then tested battery power during alternating current (ac) operation and the battery charged as expected. There was no failure found on the returned cpu board.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery was not charging. It was also confirmed that the battery was manufactured in 2021 and completely charged. A test of functional operation was performed and confirmed the battery was left functioning until it received an error message. The alarm was unable to be corrected and so the battery was removed from service to be assessed. On-site service is currently pending.